Event description:
Healthcare professional reported left side rupture confirmed through MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture confirmed through MRI. The device remains implanted.